Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
Reported via medwatch facility # (B)(4). It was reported that the burr broke off the rotawire. The target lesion was located in the coronary artery. A 1.25 rotalink bur and a rotawire were selected for use. During the procedure, the device was used several times in the coronary artery over the rotawire. The burr was reinserted into the guide catheter and it was noted that the burr broke off the wire. All the devices were removed altogether from the patient's body. There were no patient complications were reported.